Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown.

Event description:
It was reported by customer that blood squirted out unexpectedly and wrong needle type may have been placed into the kits. Verbatim: complaint via email. Email(s) attached: "I am writing to formally report a quality and safety concern regarding the medical supplies used during my surgery preparation at xxxx. Incident details: xxxx staff involved: nursing staff (setting up for surgery) date: (B)(6) 2026. Equipment used: siteguard/bd insyte autoguard #382434 (failed) and #382534 (successful). Description of concern: during my IV setup, the nurse initially used needle #382434. Upon insertion, blood squirted out unexpectedly. The nurse informed me that this specific needle frequently causes this issue and that "it always happens" when they use it. She then switched to needle #382534, which worked correctly without blood leakage. When I inquired about why the problematic needle was being used, the nurse mentioned that the facility performs its own "kitting" (bundling of supplies). She suggested that the wrong needle type may have been placed into the kits. Crucially, she noted that this same issue has occurred multiple times with other patients.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.